Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that during pump refills the hcp had been having difficulties with the pump locking up continuously. It was unknown when they first started having the difficulty. At the last refill, the physician was only able to partially fill the pump. On unknown dates, the physician had tried drawing out air, as well as, using a smaller syringe to push through, but that was unsuccessful. The physician reported that they would likely replace the pump. No patient symptoms were reported. The cause of the issue was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the fluid path before internal decontamination found significant residue that caused reservoir access issues. Additonally, corrosion and shaft-wear were found on the internal gears inside of the motor, and a stall that was a result of shaft-bearing. Result code and conclusion code no longer apply.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that at refills prior to the pump replacement on (B)(6) 2017 the hcp was unable to fill the pump with more than 20 ccs and the hcp would meet resistance. It was unknown what if any environmental/patient/external factors may have led or contributed to the issue. As an action/intervention the pump was replaced on schedule. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated. The patient's medical history included chronic pain. The drugs in the patient's pump at the time of the event were 240 mcg/ml baclofen at a dose of 27.96 mcg/day, 8 mg/ml dilaudid at a dose of 1.59 mg/day, and 40 mg/ml bupivacaine at a dose of 7.993 mg/day.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2017. The device was returned to the manufacturer for analysis.